Manufacturer narrative:
Device evaluation the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed. In addition a secondary issue was noted; the test strips were found to have results below range when tested with control solution. The meter involved with this complaint was also returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 - correction - evaluation code conclusion 3 missing, from previous supplemental submitted.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch ultra easy meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient was unsure when the alleged issue began. The patient was unable/unwilling to provide details of their usual diabetes management regimen. The patient reported developing symptoms of ¿sweating and hypoglycemia¿ and contacted emergency services. The patient reported obtaining a blood glucose reading of ¿116 and 95mg/dl¿ on the subject meter and ¿60/70mg/dl¿ on an emergency services meter, obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. After testing on the emergency services meter, the patient self-treated their symptoms with glucose tablets/gel. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia while using the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.